Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-02478. It was reported that patient had an infection at both the ipg and lead sites. In turn, surgical intervention was undertaken wherein the system was explanted. The infection has reportedly resolved following system explant.

Event description:
Device 2 of 2; reference MFR report # 1627487-2019-02478.